Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed a compromised force sensor error and that there was a lose battery cap. The blood glucose reading was 300 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded and loose drive support disk. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.